Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft (B)(6) was implanted during the endovascular treatment of an 314mm thoracic aortic dissection. The diameter of the proximal thoracic aorta at the time of implant was 34 mm. Severe vessel tortuosity was noted in the thoracic aorta. No vessel calcification was present in the aorta, and no vessel calcification or tortuosity was identified in other vessels. It was reported during the index procedure, the prosthesis was released without any problems, and the tapered tip was recaptured successfully. However, when attempting to remove the delivery system, it came apart, and the tip got stuck in the femoral artery. After several maneuvers, it removed however it appeared abnormal visually. Despite removal issues, the delivery system was withdrawn without causing damage to the femoral artery, even though strong traction was required. Per the physician the cause of the removal issues were not provided no additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Product analysis conclusion :the taper tip peek lumen is visible protruding from the middle member indicating it may have detached at the backend. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: it was reported that there was no damage to the delivery system prior to insertion into the patient. The tapered tip was attached to the delivered system until the level of the femoral bone, when it then detached.. The removal difficulties were noted when the tip was blocked percutaneously in the femoral artery with strong traction, then it came out. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.